Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forcep was used during a colonoscopy in 2008. According to the complainant, the forceps "are tearing at the mucosa." No additional information is available at this time.

Manufacturer narrative:
(Tearing at the mucosa). The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date and expiration date could not be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.